Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
During use of a farawave nav catheter it was reported that patient experienced bradycardia, causing numerous pauses during the examination and requiring intensive care monitoring. No further information was provided.